Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit(30cm).

Event description:
A report was received that the patient was having pain at the pocket site. The patient underwent a revision wherein the physician placed the ipg and splitter deeper. The patient was reportedly doing well postoperatively.